Event description:
Info was received that reported a pt was hospitalized in 2007, due to hyperglycemia. The reporter stated that the pt had been experiencing high blood sugars for months. Reportedly before bed one day prior, the pt changed his site, tubing, and cartridge. On the event date, at school he began feeling sick. He was brought to the ER where he was admitted with blood glucose above 400. He was treated with IV fluids and insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Functional, delivery and accuracy tests were performed, the device was found to pass all functional, delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.